Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The location of the target lesion was not specified. The 15mm x 5.00mm nc quantum apex monorail balloon ruptured at "nominal" pressure after several inflations. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.